Event description:
The clip did not go down into the end of the applier, causing the device to cut an artery. The pt lost 800 cc of blood. The hosp had four other devices from the same lot which were pulled; one was tried and did not work. A mandatory report is also being submitted.